Event description:
Device malfunction: none. Symptoms/ae: hematoma. Time of symptoms/ae: after vessel closure. It was reported that a physician using the perclose proglide device achieved arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, a hematoma of at least 6 cm developed at the access site. No intervention was reported to treat the hematoma. The hematoma resolved eight days later. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
Study patient. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.